Event description:
We received a report that after a sensar ar40mn0035 was inserted into the eye, the capsular bag broke. The intraocular lens (iol) was tipping so it was removed and an anterior chamber lens was used.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed loose particles compatible with handling the lens out of the sterile environment. Both haptics were observed distorted. Residue of viscoelastic (ovd) was detected in the optic zone (anterior and posterior sides) indicates the iol was prepared for use. The condition observed in the lens is consistent with acrylic 3-piece lens that has been explanted from the patient eye and the distorted loop could be related to the explant process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.